Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 5 of 5. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. There were no leaks. The heater bag was empty and the final bag was full. The technical service representative (tsr) had the hp close all clamps and cycle the power to clear the alarm, which was then followed by a system error 2367. The hp then ended therapy. The tsr had the hp disconnect using aseptic technique and remove the cassette. The hp was to notify his peritoneal dialysis (pd) the registered nurse (rn) of missed therapy. Cleared error ending therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.